Manufacturer narrative:
The complaint was escalated for a technical complaint investigation and the results indicated software mismatch and no problem found in processor pca. Based on the results of the analysis, cause of the reported issue is software mismatch. The reported issue is confirmed.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device restarted. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.